Manufacturer narrative:
The returned product was evaluated and the investigation found insufficient battery power. A decrease in battery power could result in an under-delivery of insulin. It is unclear if the battery lost its charge during or after use. A root cause could not be determined. No other defects or manufacturing deficiencies were found that would contribute to leaking insulin during wear. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported his blood glucose reached 21 mmol/l (378 mg/dl) and that there was insulin leaking at the pod site. The pod was worn between 4 and 24 hours on the arm.